Manufacturer narrative:
Section b5: previous driveline issues are reported under MFR # 2916596-2018-02021. Manufacturer's investigation conclusion: the evaluation of the submitted system controller log file confirmed the report of a pump off and low speed advisory alarm on (B)(6) 2019. Based on previous complaint history, these findings appear consistent with a potential driveline issue. The submitted log file contains data from (B)(6) 2019 05:39:56 pm through (B)(6) 2019 02:13:05 pm. A nearly persistent driveline fault alarm and yellow wrench advisory was observed throughout the duration of the log file. In addition, one transient pump stop and low speed advisory/hazard event was observed on (B)(6) 2019 at 04:38:29 pm while the system controller was connected to battery power. The account communicated that the patient had a new pump stop and low speed advisory alarm on (B)(6) 2019. The patient was not a pump exchange or transplant candidate due to recurrent throat cancer. The patient was still alive and at home. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1: correction.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient has been experiencing pump off alarms and low speed advisories. The patient has had a previous short to shield and is now on an ungrounded cable. According to tech services the short to shield has matured into a phase to phase. They also stated that the log file driveline data shows a conductor in phase b that is likely fractured & if the redundant conductor in phase b fractures the pump will stop & may not restart. No additional information was reported.